Manufacturer narrative:
(B)(4). A deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent loops were bent. The outer diameter and the length of the stent were measured and was found to be within specification. No other issues were noted to the stent. The reported event of stent partially deployed could not be confirmed. The stent was received deployed without the delivery system. However, the complainant confirmed that the physician deployed the stent outside the patient prior to returning the device. The damage noted to the returned stent was likely due to factors encountered during the procedure. It may be how the device was handled or manipulated, and/or the patient's tight anatomy caused the bent loops. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant tracheostenosis in the right main bronchus during an endotracheal bronchoscope stent implantation procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy after reaching the lesion. The stent was partially deployed on the delivery sytem when removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the loops of the stent were bent.